Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance on this right atrial (ra) lead was categorize as n/r, indicating an out-of-range measurement had occurred. Noise was also noted. Both shock and left ventricular (lv) lead impedances had also jumped out of range and returned to normal range. The patient had been undergoing an ablation at the time of the high impedance measurements. No adverse patient effects were reported. This lead remains in service.